Manufacturer narrative:
The reported field event of inability to program the device was not confirmed in the laboratory. The device was able to be programmed normally throughout testing in the laboratory. The cause of the reported event could not be determined.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to change the parameters. No patient was involved.